Event description:
It was reported that a pt intubated with a size 6 cfn, cuffless fenestrated tracheostomy tube required medical intervention when device decannulated. Multiple attempts to reinsert the device were unsuccessful and a second 6cfn device was successfully inserted. Pt experienced temporary respiratory distress and trauma. It is unknown how long the device was in place prior to the reported event. Limited info received regarding the event and the device usage and maintenance. There was one pt involved who returned to baseline condition shortly after reintubation. The 6cfn device was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.